Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the patient had knee arthroscopy, one day after the surgery came back to the hospital and presented a 3rd degree burn/blister in the surgical area. Surgeon has confirmed with tm that the outflow of the wand was not used and could potentially be the reason for this blistering, however surgeon has clarified that the wand was only used for around 90 seconds.